Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 - medical device problem code 3190 was removed.

Event description:
Subsequent to the initially filed emdr report, additional information was obtained: reportedly, while inserting the proglide into the patient, the suture unraveled before that portion of the device entered the skin; it is unclear if the "suture" referenced is the white link connected to the footplate or the blue suture connected to the posterior/anterior needles. No additional information was provided.

Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device. Reportedly, an unspecified failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.